Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. A livanova fi eld service engineer was dispatched tothe customer site and the issue could be confi rmed. When the compressor activates, there is a loud noise indicating low gas. Also, when setting the temperature on warm, cold and patient tanks to cool down. This unit did not function and when turned off there is a hissing noise coming from the plegia tanks. Unit shall not be used until repaired. A followup report will be provided no later than (B)(6) 2024. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler was not cooling during a procedure. There is no report of any patient injury.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported. The unit will not be repaired and it was replaced with a new one. Based on the information collected, the most likely root cause of the reported issue could be traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.